Event description:
The doctor reported that the pt rec'd a medpor left temporal implant on (B)(6) 2010. The doctor stated that the implant was difficult to place because of the roundness. The doctor stated that once the implant was seated over the defect and fixated; the skin flap was not able to be sutured closed w/o stressing the skin. The doctor reported that the implant had to be temporarily removed, shaved down and re-fixated. The doctor stated that the implant was shaved down enough to fit the defect and the skin flap was closed w/o issues. The doctor reported that the pt is doing well and he did not expect further issues.

Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-352-10 f009g78h it was determined that all processes and test criteria are within the medpor customized implant finished product specification. A review of the documentation to ensure uniformity with the implant order and the doctor's request was conducted. All documentation was complete and correct with the order request.